Event description:
It was reported that a physician in training using a proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the needles failed to capture the link and a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(4):

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.